Event description:
Two neurosurgical instrument tables are used in surgical svs. An employee was exiting from the table as intended when he slipped off of the bottom step of the table. The employee was not seriously injured; however, he did suffer a back sprain and was unable to work for 2 days and had work restrictions for several weeks. In evaluating this table, the bottom level which is used as a step down in only 6 inches deep which is not wide enough for a step. In investigating this incident many employees reported having slipped and/or fallen off of these tables. In addition to the step not being deep enough, the edge of the step is slippery and not covered with a slip resistant covering and increases the likelihood that someone will fall when coming down off the table. Additional problems reported with the table include the fact that it is hard to adjust the height of the table making it uncomfortable when used by people of different heights and also that it is not long enough for shorter persons. These ergonomic issues as well as the slip issues are felt to be significant by this hosp. In talking with the co, no options were given to correct these problems.